Event description:
Healthcare professional (hcp) later reported the symptoms are reoccurring.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.5 ml of juvéderm® ultra xc in the lips. Hcp later reported the patient had a "small granuloma" which they treated with hylenex and decadron. Patient was also complaining of "uncomfortable peely lips" which the hcp said appeared to be symptoms of "cheilitis". Hcp treated the patient with decadron a second time 1 week after the first treatment. Hcp noted the symptoms began after the patient started using a new lip gloss. Hcp noted "granuloma was not confirmed via biopsy - it was my clinical judgement but at this point I'm not convinced". Hcp also noted symptoms as "itchy, burning, peeling of lips". The symptoms have resolved. This was the initial use of the syringe. The packaged needle was used.